Event description:
The ge oec 9600 fluoroscopy system had a reported image quality issue. It was reported that the monitors would go blank and the image would no longer update.

Manufacturer narrative:
A ge oec service representative investigated the issue and found several issues requiring mitigation. The a/c power plug was found damaged. The interconnect cable had a broken wire inside. The a/c power plug was repaired and the interconnect cable was replaced. All pcbs were re-seated. Additionally, the ps1 power supply was replaced in the workstation. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction that occurred during a procedure.